Event description:
Event description guidant received information that, during a pacemaker replacement, the impedance of the ventricular lead was not stable. It measured between 560-2500 ohms with the pacing system analyzer. The insulation of the lead was damaged. The lead has been implanted greater than 15 years.